Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum from additional information provided: (B)(6) 2007 ¿ patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per op notes, ¿the perfix plug was placed through the deep inguinal ring and sewed to the muscular aponeurotic fascia with sutures. A onlay patch was placed and sewn to the shelving edge of the inguinal ligament as well as to the more medial musculofascial structures and the keyhole portion was placed around the spermatic cord structures.¿ (B)(6) 2015 ¿ patient had pain and was diagnosed with bilateral inguinal hernia with incarceration thereby underwent laparoscopic repair. Per op notes, ¿the hernia was identified on right. On left, the hernia was dissected away from the internal ring with mesh in place and large amount of scar tissue. A two synthetic mesh was placed in the preperitoneal space bilaterally and tacked.¿